Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was locked onto the bushing and could not be deployed due to the control wire was detached from the cross pin. The prongs were not locked into the capsule and were bent. The spring was missing from the handle, and the over sheath was not returned with the device. The set crew was fully seated and a kink in the control wire was noticed. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not close, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event.